Event description:
The customer initially reported that controls will be out of range on reagent packs that have low test volume. When new packs are loaded on the system, controls are repeated and are within range. The customer stated that the issue occurred starting on (B)(6) 2015 with the hcg and thyrotropin (tsh) tests. The customer also provided results for a total of twenty three patient samples tested for multiple assays. Of these twenty three samples, one was found to have an erroneous result for tsh. The sample initially resulted as 0.654 uiu/ml and when repeated, it resulted as 0.90 uiu/ml. It was asked, but it is not known if an erroneous result was reported outside of the laboratory. The customer did not know which result was correct, but stated that both results were within the normal reference range of the assay and the difference was not believed to be clinically significant. The result of 0.654 uiu/ml was reported outside of the laboratory. The patient was not adversely affected. The tsh reagent lot number was 18485101, with an expiration date of 11/30/2015. The field service representative could not determine a cause for the issue. He checked the operation of the instrument and found that the photomultiplier tube high voltage was outside of specifications. He adjusted the photomultiplier tube high voltage. He ran performance testing. The customer ran calibration and controls. All tests passed.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Manufacturer narrative:
The initial value of 0.654 uiu/ml was measured using a reagent pack that had 14 tests left in it. The repeat value of 0.90 uiu/ml was measured using a new reagent pack. The customer's on site service department found that an electrical connection of the sample probe to the board fell apart. The sample probe was replaced. A specific root cause could not be determined based on the provided information. Investigations conclude that the observed issue is most likely related to a hardware issue. A general reagent issue can most likely be excluded.